Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water tube and cylinder had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign material was possibly not removed since the reprocessing was not conducted properly for leakage for leakage due to deformation of switch 1. The event can be detected and prevented by following the instructions for use: -gif-ez1500 operation manual chapter 3 preparation and inspection. -gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.